Manufacturer narrative:
A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The patient sample initially generated a positive sars-cov-2 and influenza b result but was negative with repeat testing. An investigation did not identify any product issue. The discrepancy is likely due to a sample at the limit of detection or sample handling issues like non-recommended collection practices and potential contamination events. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The patient sample initially generated a positive sars-cov-2 and influenza b result. The same sample was retested both on the same instrument and on a different platform which both produced a negative result for all targets. All results were released to the patient. According to the customer, the patient sample was collected using a nasopharyngeal swab and han-chang 3ml hcutm media. Note, this is not considered a validated collection method and not recommended. Per the method sheet, samples should be collected using: a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. An investigation was conducted to evaluate the customer issue which did not identify any product issue. There were no abnormalities observed with the sample curves. The discrepancy is likely due to the sample being near or below the limit of detection. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Furthermore, the effect of sample handling issues including non-validated collection methods and possible contamination, cannot be ruled out as a contributing factor.